Event description:
Caller reported the patient has experienced leakage in the past 2-3 weeks. Caller stated she would change her infusion set and insulin just goes down her leg. Caller reported she just noticed insulin was leaking and running down the patient's leg so they changed the tubing and disposed of it. Caller stated patient's readings have been elevated up to 500's mg/dl; thinks this is because of the torn infusion set. No adverse event reported. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.